Event description:
Device was not expired, at the time of implantation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as surgical damage and observed missing shell assessed as inconclusive. Additional observations: crease fold and wear abrasion observed on the device. White calcification observed on the device.

Event description:
Healthcare professional reported rupture of the right device. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device was 6 years past expiration when implanted. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, use error.